Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The reduction forceps with points narrow ¿ ratchet 132 mm was received with one of the forceps broken off at the distal tip. The broken portion of the device was not returned. This is consistent with the reported complaint condition, thus confirming the complaint. Dimensional analysis was not performed as the broken portion of the device was not returned. A review of the device history records is not possible, the DHR is no longer available due to the age of the instrument (over 15 years old). There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the patient underwent open reduction internal fixation of clavicle. While attempting to reduce a fracture, one tine of the small pointed reduction clamp broke. The broken piece was retrieved from the wound without delay and a new clamp was used. There were fragments generated from a broken device, and were removed easily without additional intervention. The procedure outcome is unknown. There were no patient consequences. This report is for one (1) reduction forceps with points narrow-ratchet 132mm. This is report 1 of 1 for complaint (B)(4)..